Event description:
This is filed to report a single leaflet device attachment. It was reported that on (B)(6) 2023, an off-label mitraclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with grade of 4+. The tricuspid valve was noted to be four leaflets. One clip was implanted with no reported issue, reducing tr to grade 1. On 27sep2023, it was noted that the clip detached from the septal leaflet (single leaflet device attachment (slda)) and tr had increased to grade 2. No additional information was provided.

Manufacturer narrative:
He device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the cause of the reported slda cannot be determined. The reported off-label use is due to the user using mitraclip device on the tricuspid valve. There is no indication that the off-label use of the mitraclip device influenced the reported events; as such, no in-service letter will be sent regarding the off-label use. Additionally, the reported patient effect of tricuspid regurgitation is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.